Event description:
It was reported that a spectrum pump had hesitation with programming screen discovered during testing. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to a delayed keypad response, which was experienced during evaluation with a delay of approximately 4 seconds. It was found to be caused by a failing processor printed circuit board (pcb). The failed processor pcb was replaced.